Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a single use loading unit. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition of jaws will not remain closed. However, during this investigation, a secondary condition was identified as follows; there were sheared teeth on the instrument firing rack. A review of the device history records indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during ileostomy. Anatomy involved was colon. When the surgeon closed a purple reload onto the colon and pressed the green fire button, the black handle kicked out, then when the surgeon tried to fire the stapler, the stapler reload opened when she squeezed the stapler handle to fire and a new purple reload was loaded and the same thing happened. Then loaded a black reload onto the new device and the black reload worked well on the colon. The surgeon told that the malfunction was because of the tissue. Current patient is not known. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc